Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6). The protege everflex stent was placed in (B)(6) 2012 inside the femoral artery. Within 6 months the protege everflex stent has become fragmented and is blocking the artery putting the leg in critical limb ischemia stage.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number and model number were not available. Additional information has been requested. Should it become available a supplemental report will be submitted.evaluation of the cine images received indicate that the stent reported as fractured was deployed in an elongated manner. The instructions for use (IFU) advise: "caution: the stent is not designed to be lengthened or shortened past its nominal length.excessive stent lengthening or shortening may increase the risk of stent fracture." (B)(4): cine image received of reported fracture.